Event description:
A male received two devices for atrial septal defect (asd) and patent ductus arteriosus (pda). During the procedure, the amplatzer septal occluder embolized and was percutaneously retrieved. Another device was implanted. I have requested additional information, including the imaging of the implant procedure, the physicians contact information and device information; however, it has not been recieved. Should additional information become available, we will submit the supplemental report.

Manufacturer narrative:
Additional information was received stating the device utilized during the procedure was the amplatzer membranous vsd occluder. This device is not currently approved in the us at this time. Please disregard this report.